Event description:
It was reported that the device's latch lock sensor failed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, latch lock sensor failure, was verified by functional testing. The root cause is the latch lock sensor. Replaced latch lock sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.